Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to user error. Based on the reported information the wire was used with an access needle which appears to have stripped off coating during removal. All materials have met biocompatibility requirements. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The command 14 guide wire was advanced through an access needle and used in the patient. When the guide wire was removed it was noted a piece of the polymer coating was missing and remained in the patient. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.